Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files showed 3 pump stops and 6 low speed advisories. The pump stop events occurred on 15jun2022 and 20jun2022 was believed to be caused by short-to-shield. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occur when the device was connected to the power module. X-ray images of the driveline were provided and the patient was issued an orange/ungrounded patient cable for their home power module. Per x-rays there is wear just above the current clamshell repair. There were no other unusual events recorded in the log file event history. Patient will be readmitted on (B)(6) 2022 for observation and driveline repair. Driveline will be returned following the repair. There were no pump stops since (B)(6) 2022. Log files also captured a low power advisory alarm on (B)(6) 2022 at 14:47 were the batteries were almost depleted. The driveline repair scheduled for 12jul2022 was cancelled, the patient was in hospital and will be going home with hospice.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop and associated alarms, however, a specific cause could not be conclusively determined. The submitted log files contained data from (B)(6) 2022. The submitted log file pump stops and low speed events, as well as associated alarms, on (B)(6) 2022 at 02:45:08, (B)(6) 2022 at 05:03:30, and (B)(6) 2022 at 00:00:39. Power elevations up to 10.2 watts was captured during these events. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09jul2013. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of heart failure and liver failure could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed the reported pump stop events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log files contained events from (B)(6) 2022, per the timestamps. Pump stop and low speed operation events were captured on (B)(6) 2022. This abnormal pump behavior was associated with low speed advisory, low speed hazard, and low flow hazard alarms, and occurred while the patient was operating on the power module. The pump regained speed between events and after the final event for the remaining duration of the log file. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The relevant sections of the device history records for (B)(6) as well as driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate ii instructions for use (IFU) is section 1 of this IFU lists hepatic dysfunction and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient expired on (B)(6) 2022 due to heart and liver failure. The patient was placed on hospice care on (B)(6) 2022. The death was not considered to be device or therapy related. The device operated as intended.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.